Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on in-person interview and no lot information was provided. Additionally, a review of the complaint history was not performed because no lot information was provided. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported increased mitral regurgitation (mr) appears to be a cascading effect of the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI number is ¿ni¿ as the catalog number was not provided. Na.

Event description:
This is filed to report single leaflet device attachment/slda), recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). On (B)(6) 2019, one clip was implanted, reducing mr. Then on (B)(6) 2021, it was confirmed by echocardiogram that the clip became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda), increasing mr. Additional treatment was not performed. A second procedure will be scheduled at a later date. No additional information was provided.

Event description:
This is filed to report single leaflet device attachment/slda), recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). On (B)(6) 2019, one clip was implanted, reducing mr. Then on (B)(6) 2021, it was confirmed by echocardiogram that the clip became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda), increasing mr. Additional treatment was not performed. A second procedure will be scheduled at a later date. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on in-person interview and no lot information was provided. Additionally, a review of the complaint history was not performed because no lot information was provided. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported increased mitral regurgitation (mr) appears to be a cascading effect of the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.the UDI number is (B)(4) as the catalog number was not provided. Na.